Manufacturer narrative:
DHR review and review of complaint history did not identify any contributory factors to the event. According to the results of the technical investigation of the log files, the event was caused by an excessive force due to the wire wedged between the joints of the robot arm. Based on the investigation performed, the technical root cause of the event was determined to be a design defect.

Event description:
Seeg surgery was being performed. After registration during the surgery, the laser communication wire became lodged in the joints of the robot due to the tightness of the drapes. This caused the robot to shutdown. The wire was cleared from the robot arm joints. Approximately 5 minutes were lost as the computer was rebooted. The robot was able to function as intended after reboot and clearance of the wire.